Manufacturer narrative:
The remote service engineer (rse) spoke with the customer, and the customer stated that they will no longer repair the equipment and have decided to abandon maintenance. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that the startup screen was black.